Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken proximal clevis where the yaw pulley and the proximal clevis meet. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the permanent cautery hook had a loose wire. There was no report of patient involvement.